Event description:
A (B)(6) pt delivered prematurely with sepsis requiring central line placement. When rn attempted to test flush the line prior to insertion, one port would not flush. Catheter tubing was replaced with tubing that flushed from all ports. No pt harm,